Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -13.50/2.0/091 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6)2020. Severe eye pain, swelling and distension was observed. On (B)(6) 2021 the lens was explanted. This resolved the problem. Reportedly, "during the operation, the suspensory ligament of the lens was found to be relaxed, and the lens was implanted into the eye to sink. After the operation, the patient had severe eye pain, swelling and distension, which affected his life. Therefore, the lens was strongly required to be removed."